Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during a gastrointestinal balloon dilatation procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon ruptured at 12mm. The procedure is completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.